Event description:
It was reported that during a rotational atherectomy procedure of a calcified lesion, the wire fractured. The physician first attempted ivus, however, was unable to cross the lesion. The physician then elected to perform rotational atherectomy. A rotalink 1.5mm was platformed outside of the body. The rotation was set to 180,000 rpm's however, it was stopped at 100,000 rpm's. The connection of the tube and the gas pressure were checked, and they were found to be normal. The dynagride mode was tested at 70,000-80,000 rpm, and it rotated normally. Another 1.5 rotalink was tested with the same result. A 1.25 rotalink was opened, and the same test was performed. This unit could be increased from 100,000 rpms to 180,000 rpm's slowly, however, the rotation speed couldn't be adjusted as usual. When the third test rotation was performed at 15 seconds for adjustment, the rotawire fractured. At this time, the rotational atherectomy procedure was stopped, and a balloon catheter was used. The physician was unable to cross lesion in the rca, and the procedure in the lad was performed. The procedure in the lad was completed, and the procedure for the rca will be performed at a later date. Pt status is listed as "good."